Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the first of two spyscope ds ii used during the same procedure. It was reported to boston scientific corporation that two spyscope ds ii were used in the biliary tree during an endoscopic retrograde cholangiopancreatography (ercp) with spyglass procedure performed on (B)(6) 2022. During the procedure, the image of the spyscope ds ii was lost immediately after flushing was started . They opened a second spyscope ds ii and the image was also lost when electrohydraulic lithotripsy (ehl) was performed. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.